Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6) 320-31-40 - glenosphere, 40mm (B)(6) 320-35-02 - small superior augment glenoid plate (B)(6) 322-10-00 - humeral adapter tray, +0 (B)(6) 322-40-00 - 145-deg pe 40mm hum liner +0 (B)(6) (B)(6) - gps implant kit v2 (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 72 yo female patient, who had a rtsa, was reported to have a sensorimotor deficit. The patient had persistent hand numbness after their regional block wore off. She also presented with motor deficits. A lacertus release was performed on the right elbow. Outcome indicates continuing. The study indicates it was definitely not related to the device, but was definitely related to the procedure. No further information.